Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt underwent pocket revision surgery. The pt was not able to charge due to the battery being too deep. The physician revised the pocket. The pt is reportedly doing well following revision.